Event description:
International customer reported that a pt underwent a c-section procedure in 2009. The skin sutures were removed six days following the procedure. The abdominal fascia dehisced approximately two hour later, resulting in a bowel evisceration. The pt was returned to surgery for repair. No further complications were reported. Additional info was requested; no further info was provided.

Manufacturer narrative:
Date sent to the FDA: 05/21/2009. Wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.